Event description:
Ous MDR - during a follow-up on (B)(6) 2013, this patient was admitted to the hospital with acute stabbing chest pain in the chest, pointing toward apex of the heart. Tests show no capture at 7.5v sensing and impedances are within normal limits. On (B)(6) the patient had a lead revision done, where perforation was noted. The lead was repositioned and all measurements were within normal range.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the product was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.